Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. The insulin pump will not be returned for analysis.